Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance and material separation appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance with the anatomy. Manipulation against resistance likely caused the tip to kink and separate while in the guiding catheter. Additionally, the treatment appears to be related to the operational context of the procedure as a balloon was used to compress the separated portion, which was pulled out of the guiding catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a narrow lesion in the right coronary artery (rca). A hi-torque balanced middle weight (bmw) guide wire (gw) was advanced when resistance felt with the lesion. It was noted that the guide wire separated inside of the guiding catheter. A balloon was used to compress the separated portion, which was pulled out of the guiding catheter. There was no adverse patient effect or a clinically significant delay in the procedure. A non-abbott guide wire was used to successfully complete the procedure. No additional information was provided.